Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the pump to alarm for an upstream occlusion, when no occlusion was present. The lower ultrasonic sensor reading was below specification which caused the pump to alarm constantly for an upstream occlusion. Evidence of fluid intrusion in the area of the upstream sensor was also observed during the evaluation. The failed upstream sensor was replaced.

Event description:
It was reported that a pump alarming constantly for an upstream occlusion (medication, programmed amount and delivery rate unknown). The customer stated that the device was tested and false upstream occlusion alarms were observed. It was also reported that there was no patient injury.